Manufacturer narrative:
Multiple device were implanted are screws, rod and a cage. Although it is unknown which of the devices led to the event, we are filing this report for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent a revision surgery (transforaminal lumbar interbody fusion )and had stainless steel implants removed after some initial surgery. Screws and rods were placed in the patient along with interbody cage. Back surgery was performed with these implants. It was reported that on an unknown date, post-op, the patient complained of itching all over. The possible allergy was related to the implants. Implants remains in the patient.